Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. The recipient was successfully activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced extreme dizziness and nausea after implant, that reportedly resolved on their own. The recipient did present with an infection at incision site. The recipient was prescribed antibiotics (type unknown).